Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: it tech. Called in for help he is unable to install guardrail editor v9.33.1 on win10 . Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: tech. Called in for help on try to get guardrail editor software v9.33.1 install on win10 he has the bulletin 614 to follow on install e ran the install in compabilialty mode, he save the files on his desktop and he is use the cd to run install. Error he is get on all four pc's software will only installl on winxp or win7 iet tech. Know I will discuss this issue with my supervisor and someone will get back to him. (B)(6). Ref: (B)(4).